Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. (B)(4).

Event description:
Customer contacted (B)(4) to report discrepant patient results for rh typing on provue analyzer using abd/rev gel card lot# 091416037-06 exp. 8/2/17. Customer states that provue testing yields a negative result while in tube, using anti-d bioclone lot# db311a exp. 2/25/2018, customer obtains 3-4+ positive reactions. Issue started on: (B)(6) 2016 . Frequency: isolated . Sample ID: patient sample. Microtubes/wells or cell (donor #) affected: rh well. Methodology used: provue and tube method. Incubation time (for manual test only): n/a. Pattern observed: discrepant results between methodologies. Reaction grade obtained: negative or weak pos on provue, 3-4+ on tube. Customer was expecting: consistent results. Test repeated: yes. Result obtained by repeating: same results. Method used to repeat: same methods. Qc for all reagents deemed acceptable. No issues reported by facility. Patient blood type is b positive, being typed on (B)(6) 2016, with rh testing performed using tube method yielding a 3+ reaction while provue yielded weak positive result. On (B)(6) 2017, patient was re-typed on tube, yielding 4+ reaction, while on provue rh typing was reported negative. Patient has not been transfused any rh negative unit. Patient is (B)(6), drug abuse patient.